Event description:
It was reported a pt was placed on ecls and immediately there was minimal leakage. The leakage persisted, with an estimated blood loss of 300cc. The device continued to oxygenate, but continued leaking. The device was exchanged. Add'l info obtained 01/28/2015. No fluid was transfused to the pt. No pt effect was reported. The leakage occured at the exhaust port on the bottom of the device. (B)(4).